Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on their right ventricular lead. Patient then went to the clinic where physician decided to reprogram the device accordingly and continue monitoring the patient. Noise could not be reproduced with isometric exercises. Patient was stable after the event.